Event description:
It was reported that during an in-clinic visit, the device clinic health care professional (hcp) called technical services (ts) to review this cardiac resynchronization therapy defibrillator (crt-d) device data. The hcp inquired as to cause of the percentage brady pacing rate in the left ventricular (lv) lead was not as expected and suspected lv loss of capture (loc). Technical services (ts) reviewed presenting electrogram (egm) and observed high pacing thresholds also noted that the right ventricular (rv) pacing was being oversensed on the lv channel which triggered the inhibition of the lv pacing causing the pacing discrepancy. Ts recommended to the hcp to reprogram the device to biventricular pacing and walked through the process of device configuration. The hcp stated the issue was resolved with the reprogramming. No adverse patient effects were reported. The device remains in service.